Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. Additional information has been requested. Should it become available, a supplemental report will be submitted. (B)(4).

Event description:
The physician had the spiderfx in the patient during the procedure. When the physician went to retrieve, the filter basket and everything distal to the filter came off of the wire. The filter was retrieved successfully with a snare. Evaluation of the returned spiderfx found the spider fx was received in two segments (fractured apart). The proximal segment of the fractured capture wire was approximately 312cm long. The distal end of the proximal segment showed the capture wire partially coiled. The distal segment of the fractured capture wire was entrapped within a snare device. The snare device was indicated for a 4fr sheath. The distal segment was removed from the snare device and inspected. The approximate length was 5cm and all components of the filter assembly were accounted for (coiled tip, horseshoe marker, filter, 2 marker bands).

Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Manufacturer narrative:
Evaluation of the returned device on september 23, 2015 found the spider fx was received in two segments (fractured apart). The distal segment of the fractured capture wire was entrapped within a snare device. The snare device was indicated for a 4fr sheath. The distal segment was removed from the snare device and inspected. The approximate length was 5cm and all components of the filter assembly were accounted for (coiled tip, horseshoe marker, filter, 2 marker bands).

Manufacturer narrative:
Patient demographic information received.